Manufacturer narrative:
Analysis was performed by remote service personnel which included talking to the customer. The results of the analysis were that a faulty remote speaker kit on one overview central station prevented the speaker from making any sound. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker kit. The issue was resolved by providing the customer with the part number and price for the part to be replaced. Service history review which confirm the problem has not been reported again for this device.

Event description:
It was reported there was no sound coming from the central station. The device was in clinical use. There was no report of patient or user harm.